Event description:
It was reported that patient was revised due to dislocation.

Manufacturer narrative:
Zimmer did not receive the explanted device for analyses. The device history records for the zimmer device were reviewed, and no manufacturing anomalies were noted. Gamma sterilization to validated method was performed for the lot reported. It is unlikely that physical examination of the explant would change this conclusion.